Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that when the patient came into the clinic, inspection found that the controller alternating current (cac) adapter had exposed wires. The cac adapter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller ac adapter was returned for evaluation. Failure analysis of the returned device revealed that the controller ac adapter passed functional examination but failed visual inspection due to an intermittent connection within one of the wires of the cable's strain relief as a result, the most likely root cause of the reported event can be attributed to wear on the strain relief as a result of the handling of the device. The usage pattern most likely contributed to the fraying or breaking of the cable wire. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.